Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had placed the pump in storage mode. Shortly after turning the pump on, the pump reset unexpectedly. There was no patient involvement, as the customer was utilizing manual injections for therapy at the time of the event. Reportedly, the customer would continue use of manual injections for therapy.